Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during a diagnostic (colonoscopy) procedure, the high-definition lcd monitor exhibited ¿no connect cvp¿. The customer was advised to check settings on processor. Subsequently, the intended procedure was completed with a same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned the cause of the reported phenomenon "no connect (no image)¿ was not identified. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.